Event description:
It was reported that tip detachment occurred. The 90% stenosed, severely tortuous and severely calcified lesion was located in the left circumflex artery. A second lesion was located in left anterior descending artery. During preparation, resistance was felt while loading the rotablator rotalink plus 1.50mm onto the rotawire. The left circumflex artery lesion was successfully ablated, but while removing the rotablator rotalink plus 1.50mm resistance was felt. The radiopaque tip of the rotawire became separated inside the patient and was not retrieved. The left anterior descending artery lesion was treated with an additional rotablator rotalink plus 1.50mm and rotawire. The procedure was completed successfully and the patient is doing well.

Event description:
It was reported that tip detachment occurred. The 90% stenosed, severely tortuous and severely calcified lesion was located in the left circumflex artery. A second lesion was located in left anterior descending artery. During preparation, resistance was felt while loading the rotablator rotalink plus 1.50mm onto the rotawire. The left circumflex artery lesion was successfully ablated, but while removing the rotablator rotalink plus 1.50mm resistance was felt. The radiopaque tip of the rotawire became separated inside the patient and was not retrieved. The left anterior descending artery lesion was treated with an additional rotablator rotalink plus 1.50mm and rotawire. The procedure was completed successfully and the patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection revealed that the device was returned with a detachment of the distal spring tip. Dimensional inspection revealed that the overall length is within the specification, however, spring tip length did not match with the specification.